Event description:
An implant card was received from a distributor showing that a patient underwent a lead replacement surgery due to a lead discontinuity. It was reported that high impedance was found on a diagnostic test prior to the surgery. The post-op impedance values were within normal limits. The removed lead was reportedly discarded after surgery.